Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device available? What were the indications for surgery? What surgical procedure was performed? Were there any issues experienced with the device in the procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Was a leak test performed? If so, what was the result? Were there any issues noted with staple formation at any point throughout the care of the patient? How many days postoperative did the leak occur? How was leak identified? How was the leak addressed? Were there any other contributing factors to include patient tissue condition? Can the pathology report of the staple line be provided? What is the current status of the patient?

Event description:
It was reported that following an unknown procedure, on look back on patient that underwent surgery with product had post-operative complication, including anastomotic leak and is in a critical condition in the ICU. The staple line has been sent to pathology rather than being discarded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Patient code (B)(4) = colostomy. Additional information received from patient's attorney: the injured person was admitted into hospital under the care of dr (B)(6) to undergo a procedure for the treatment of diverticulitis and a colon resection on or around friday, (B)(6) 2019. In the course of performing the aforementioned procedure, dr (B)(4) used a johnson & johnson intraluminal stapler and staples to staple up the joint in completing the surgery. On or around (B)(6) 2019, whilst still admitted at the hospital following the initial procedure, the injured person became extremely ill and was advised after imaging being performed that the joint had opened up and that she would need emergency surgery to treat same during which a stoma was created due to the leakage caused from the joint opening up. Following completion of the emergency surgery, the injured person was advised by dr (B)(4) that the cause of the joint opening up was as a result of a technical failure of the staples meaning the stapler/staples were faulty and had opened up by themselves. The injured person remained in hospital following the emergency surgery for a further period of circa two to three weeks due to issues associated with elevated white blood cells and risk of infection due to the joint failing. The injured person was ultimately discharged after being advised that she would be necessitated to have the stoma in place until at least circa (B)(6) 2019 at which time they may be able to re-join the bowel, subject to how she recovers in the intervening period. The injured person following the emergency surgery was subsequently advised by staff of the hospital that the subject stapler/staples used in the procedure had been formally recalled in the days following the surgery and a warning issued on the actual day of the surgery being completed. The injured person in addition to suffering physical injury has been caused to decompensate psychologically due to the aforementioned.

Manufacturer narrative:
Product complaint # (B)(4). Corrected data: report submission due date.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4).